Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a foley catheter. The customer stated, the balloon was burst in use.

Manufacturer narrative:
An investigation is currently underway. Upon completion, a follow-up report will be submitted.